Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('patients have undergone surgery and each one of us has undergone a completely different operation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this case refers to the 26 remaining patients. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('patients have undergone surgery and each one of us has undergone a completely different operation') in female patients who had essure inserted. On an unknown date, patients had essure inserted. On an unknown date, patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this case refers to the 26 remaining patients. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.